Manufacturer narrative:
The anesthetics are supplied items and the complaint notification was forwarded to the supplier. Batch record review was performed by the supplier for all drug components lots from the tray (52140ev, 520503a, 550853a) and revealed no discrepancies that may have contributed to a complaint of this nature. The results of potency testing performed on all three drugs met specification. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors. The complaint could not be confirmed.

Event description:
It was reported that a medication in portex® spinal kits was ineffective. No patient injury reported.